Manufacturer narrative:
The lot number for the device was not provided, a manufacturing review was not performed. The sample was not returned to bd for evaluation, however, medical records were provided for further evaluation. The investigation is confirmed for filter migration, but the investigation is inconclusive for filter tilt and retrieval difficulties. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model ec500j vena cava filter allegedly had a migration of device or device component, malposition of device and it was difficult to remove. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a (B)(6) year old female, (B)(6) lbs.